Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to noise. Initially, the high voltage portion of the lead remained in use however the pace/sense portion of the lead was capped. Eight and a half years later, the rv lead had a suspected fracture. It was further reported that the pace/sense portion of a previously implanted lead was reactivated and eight and a half years later the lead exhibited noise on electrograms. The leads were subsequently explanted and replaced.

Manufacturer narrative:
Continuation of d10: 693558 lead, implanted (B)(6) 2011. Ddmb1d1 crt-d, implanted (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.